Event description:
A report received from (B)(6) stated the device had a damaged hose, it is unk if the device was used in surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).